Manufacturer narrative:
Event date is approximate. The sonicare charger is accessory to the airfloss and essence+ power toothbrush combination system.

Event description:
A consumer reported that their sonicare charger caused a fire. No injuries or property damage was reported.

Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred.